Manufacturer narrative:
Block d9 & h3: visions pv .035 catheter was returned for evaluation. Block h3:the catheter was returned separated in two parts (purposely cut by the user) at the distal shaft. The device was visually and microscopically inspected and found multiple kinks on the shaft and tip of the catheter. Block h6: the reported failure of the catheter shaft ripped apart and exposing the wires is at the same location where the user cut the device; therefore, the damage could not be determined. However, device manipulation, impact and applied pressure associated with use and handling can further affect the integrity of the device.

Manufacturer narrative:
Block g: updated the city from costa rica to alajuela. Updated the country from united states (USA) to costa rica (cri).

Manufacturer narrative:
Block d4: UDI number was inadvertently missed.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. The visions pv catheter has not been returned for evaluation, thus no returned product investigation was performed.

Event description:
It was reported that during a therapeutic peripheral procedure, the manufacturer's catheter shaft ripped apart, but remained intact to the internal wires. During pullback, the catheter was unable to be removed; therefore, the catheter was cut mid shaft. A second access location in the upper arm was required, and used a snare to remove the distal half of the catheter, successfully. No piece of the catheter was left in the patient. The procedure was completed with a non manufacturer's balloon and no patient injury reported. This adverse event and product problem is being submitted because the distal portion of the manufacturer's catheter shaft ripped apart and additional intervention was performed to retrieve the catheter.